Event description:
It was reported that the customer's insulin pump has not been working. Customer had high blood glucose, which was 500mg/dl. Customer treated high blood glucose with a syringe. Customer's blood glucose lowered to 383mg/dl. Customer stated during the night, the blood glucose reading was 62mg/dl. Customer stated insulin pump and insulin is working well. Customer stated they have a backup plan. Customer found air bubbles in tubing area. Customer primed and air bubbles are no longer visible. The blood glucose reading was 199mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.